Manufacturer narrative:
Additional information regarding the equipment data: product brand name: ds2adv auto CPAP. Model number: dsx520h11c. Catalog item identifier: dsx520h11c. Serial number: (B)(6). Product UDI: (B)(4). 510k: k200480. Device problem code grid: adverse event without identified device or use problem remedial action unit: not applicable. Recall z number: not applicable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has several issues breathing with the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.